Event description:
It was reported by the customer the administration of chemotherapy proceeded, but during the control flush the operator noticed saline leaking from the catheter exit site. The device was replaced in order to continue the therapy. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc. The investigation findings are consistent with catheter tubing damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed along the extension tubing. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges ¿ planar shape to the fracture surface ¿ a chevron-shaped split an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings in section h:11

Event description:
It was reported by the customer the administration of chemotherapy proceeded, but during the control flush the operator noticed saline leaking from the catheter exit site. The device was replaced in order to continue the therapy. No other information was provided.